Event description:
It was reported that the user contacted support because the ilet displayed ¿dosing stops soon¿ while the paired sensor remained in warm-up, with dosing projected to stop before the warm-up completed; the agent advised that dosing would pause and automatically resume once the sensor warm-up ended. Symptoms included no reported adverse events. Outcomes included temporary interruption of automated insulin dosing. Investigation included review of device behavior and user education on system operation during sensor warm-up. Investigation of this case revealed expected device performance consistent with the system¿s design to suspend automated dosing when no valid sensor glucose is available and to resume dosing once sensor data become available. It was concluded, based on previously established findings for similar reports, that the cause was normal device operation.

Manufacturer narrative:
Initial.